Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that he experienced many low blood glucose levels. Customer's blood glucose level dropped to 38 mg/dl. Troubleshooting was not performed. The device was not returned.